Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional investigation conclusions code 50. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding health effect - clinical code: add 1930. This is a follow up report to add this additional code. Correcting explanted date from (B)(6) 2024 to (B)(6) 2024. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.